Event description:
It was reported on (B)(6) 2026 that the gown has a hole in its sleeve.

Manufacturer narrative:
It was reported on (B)(6) 2026 that the gown has a hole in its sleeve. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.